Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated their remote communicator displayed a red call doctor icon. Additionally, transmission issues were observed. Boston scientific technical services (ts) was consulted and troubleshooting was performed and the issues was resolved. Further information was received that this device exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. No adverse patient effects were reported. At this time, this device system remains in service.